Event description:
It was reported to depuy acromed that the base of the cage broke off from the struts of the cage. The base of the cage broke off during insertion and the remaining place was still attached to the inserter. The surgeon left the cage implanted. Only the base of the cage was returned. There were no adverse consequences to the pt. A dimensional analysis was not possible as only the base of the cage was returned for evaluation. The complaint did not report the lot number.